Event description:
Veterinary complaint. Report received during a tplo when placing the k-wire, the quick coupling attachment seem to lose grip and started making a grinding noise. The item was switched out for another piece of equipment and surgery proceeded without issue. There was no surgical delay due to this event. No human involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment, not diagnosis additional narrative: an evaluation was performed on the returned device. The reporter's complaint that the quick coupling will not hold wires could not be confirmed. The unit was tested and passed all manufacturing specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.